Event description:
It was reported that the patient suffered a syncope with a traumatic brain injury. The patient was taken to the hospital by ambulance. Egm during the time of the event revealed a capture failure. It was also reported that the implantable pacing lead (ipl) exhibited varying thresholds. When the patient arrived at the hospital the physician decided to implant a temporary pacemaker. The patient suffered a cardiac tamponade during the procedure and finally was necessary for surgical intervention. A new pacemaker was implanted with a competitor epicardiac bipolar lead. Patient status listed as ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, review of device performance data revealed there was not enough information available from device data. Unable to confirm reported event.